Event description:
As reported by the (B)(4) registry, nine hours after the patient had a precise stent implanted in the left bifurcation of common carotid artery, the patient experienced an ischemic stroke. At the time of the index procedure, angiography revealed 85% stenosis of the left bifurcation of common carotid artery. The lesion was described as 15mm in length, concentric and mild calcification. The reference vessel was 5mm in diameter. The patient's pre-procedure nih stroke scale score was 0. The patient was symptomatic. An angioguard rx with a 5mm basket was deployed beyond the lesion. A 7 x 30mm precise pro rx stent was implanted after pre-dilation, with 20% residual stenosis. The stent expanded fully with good wall apposition. The patient left the angiography suite without neurological deficit. Presence of air bubbles was not noted. Approximately nine hours post index procedure, the patient experienced behavioral change, aphasia, dysarthria, right hemiparesis and right hemineglect. The onset was gradual. The patient was diagnosed with a stroke (ischemic) and was administered tissue plasminogen activator (tpa). The stroke was located on the same side treated in the left middle cerebral artery territory. The patient was discharged approximately seven days after the index procedure with an nih stroke scale of 18 and expressive aphasia. Deficits are improving but ongoing as of (B)(6) 2011. The patient was admitted to inpatient rehabilitation.

Manufacturer narrative:
During the procedure a terumo carotid st 7fr sheath, abbott trek rx 3.5 x 30mm and via trac 5.0 x 20 mm balloon were used. As reported by the (B)(4) registry, nine hours after the patient had a precise stent implanted in the left bifurcation of common carotid artery, the patient experienced an ischemic stroke. At the time of the index procedure, angiography revealed 85% stenosis of the left bifurcation of common carotid artery. The lesion was described as 15mm in length, 5mm in diameter and concentric with mild calcification. The patient's pre-procedure nih stroke scale score was 0. The patient was symptomatic. After pre-dilation an angioguard rx with a 5mm basket (the IFU recommends that a 6mm basket be used with this size vessel) was deployed beyond the lesion followed by implantation of a 7 x 30mm precise pro rx stent with a 20% residual stenosis. The stent expanded fully with good wall apposition. The presence of air bubbles was not noted and patient left the angiography suite without neurological deficit. Approximately nine hours post index procedure, the patient experienced behavioral change, aphasia, dysarthria, right hemiparesis and right hemineglect. The onset was gradual. The patient was diagnosed with a stroke (ischemic) and was administered tissue plasminogen activator (tpa). The stroke was located on the same side treated in the left middle cerebral artery territory. The patient was discharged approximately seven days after the index procedure with an nih stroke scale of 18 and expressive aphasia. Deficits are improving but ongoing as of (B)(6) 2011. The patient was admitted to inpatient rehabilitation. The patient's medical history includes tias, right arm paresthesia, hyperlipidemia, clinical copd, congestive heart failure, history of smoking, coronary artery disease, myocardial infarction and hypertension with a high risk criteria of age >75. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15427898 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Additional information also noted that 2 days after the stent placement a doppler study showed 50-69% narrowing of the proximal left ica stent region. The previously reported ischemic stroke has been diagnosed as cerebral hyperperfusion syndrome. As reported by the (B)(4) registry, nine hours after the patient had a precise stent implanted in the left bifurcation of common carotid artery, the patient experienced an ischemic stroke. At the time of the index procedure, angiography revealed 85% stenosis of the left bifurcation of common carotid artery. The lesion was described as 15 mm in length, 5 mm in diameter and concentric with mild calcification. The patient's pre-procedure nih stroke scale score was 0. The patient was symptomatic. After pre-dilation an angioguard rx with a 5 mm basket (the IFU recommends that a 6 mm basket be used with this size vessel) was deployed beyond the lesion followed by implantation of a 7 x 30 mm precise pro rx stent with a 20% residual stenosis. The stent expanded fully with good wall apposition. The presence of air bubbles was not noted and patient left the angiography suite without neurological deficit. Approximately nine hours post index procedure the patient experienced behavioral change, aphasia, dysarthria, right hemiparesis and right hemineglect. The onset was gradual. The patient was diagnosed with a stroke (ischemic) and was administered tissue plasminogen activator (tpa). The stroke was located on the same side treated in the left middle cerebral artery territory. The patient was discharged approximately seven days after the index procedure with an nih stroke scale of 18 and expressive aphasia. Deficits are improving but ongoing as of (B)(6) 2011. The patient was admitted to inpatient rehabilitation. The patients medical history includes tias, right arm paresthesia, hyperlipidemia, clinical copd, congestive heart failure, history of smoking, coronary artery disease, myocardial infarction and hypertension with a high risk criteria of age (B)(6). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15427898 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Numerous reports have subsequently documented the risk of hyperperfusion syndrome after carotid endarterectomy, after carotid angioplasty and after intracranial angioplasty. Estimates of the incidence of hyperperfusion syndrome after carotid revascularization range up to 3%. After revascularization that alleviates a high-grade symptomatic stenotic lesion, cerebral hyperperfusion syndrome (chs) may occur as a result of a sudden, rapid increase in cerebral blood flow excess of that required to meet metabolic demands. There are various factors implicated as playing a role in chs, such as cerebral autoregulation, hypertension, ischemia reperfusion injury, intraoperative ischemia, oxygen derived free radicals and baroreceptor dysfunction. Transient cerebral hyperemia can lead to severe unilateral headache, face and eye pain, confusion, seizures, focal neurologic deficits, and intracerebral hemorrhages. Typically, intracerebral hemorrhage develops on the third to fifth postoperative day, though there have been cases observed immediately after surgery, as well as cases developed 3 weeks after revascularization. Anticoagulation is a known risk factor for brain hemorrhage in patients with pre-existing disease. Evidence from observational studies, in lack of randomized trials, suggests that a number of factors-all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of in ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. Cerebral hyperperfusion syndrome (chs) is a known potential adverse event associated with implanting carotid stents. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion.

Manufacturer narrative:
It was previously reported that additional information also noted that 2 days after the stent placement, a (B)(4) study showed 50-69% narrowing of the proximal left ica stent region. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information also noted that 2 days after the stent placement a (B)(4) study showed 50-69% narrowing of the proximal left ica stent region. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The cc has been updated to reflect additional information. The previously reported ischemic stroke has been diagnosed as cerebral hyperperfusion syndrome. The file has been updated accordingly. As reported by the (B)(4) registry, nine hours after the patient had a precise stent implanted in the left bifurcation of common carotid artery, the patient experienced an ischemic stroke. At the time of the index procedure, angiography revealed 85% stenosis of the left bifurcation of common carotid artery. The lesion was described as 15mm in length, 5mm in diameter and concentric with mild calcification. The patient's pre-procedure nih stroke scale score was 0. The patient was symptomatic. After pre-dilation an angioguard rx with a 5mm basket (the IFU recommends that a 6mm basket be used with this size vessel) was deployed beyond the lesion followed by implantation of a 7 x 30mm precise pro rx stent with a 20% residual stenosis. The stent expanded fully with good wall apposition. The presence of air bubbles was not noted and patient left the angiography suite without neurological deficit. Approximately nine hours post index procedure, the patient experienced behavioral change, aphasia, dysarthria, right hemiparesis and right hemineglect. The onset was gradual. The patient was diagnosed with a stroke (ischemic) and was administered tissue plasminogen activator (tpa). The stroke was located on the same side treated in the left middle cerebral artery territory. The patient was discharged approximately seven days after the index procedure with an nih stroke scale of 18 and expressive aphasia. Deficits are improving but ongoing as of (B)(6) 2011. The patient was admitted to inpatient rehabilitation. The patients medical history includes tias, right arm paresthesia, hyperlipidemia, clinical copd, congestive heart failure, history of smoking, coronary artery disease, myocardial infarction and hypertension with a high risk criteria of age >75. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15427898 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Numerous reports have subsequently documented the risk of hyperperfusion syndrome after carotid endarterectomy, after carotid angioplasty and after intracranial angioplasty. Estimates of the incidence of hyperperfusion syndrome after carotid revascularization range up to 3%. After revascularization that alleviates a high-grade symptomatic stenotic lesion, cerebral hyperperfusion syndrome (chs) may occur as a result of a sudden, rapid increase in cerebral blood flow excess of that required to meet metabolic demands. There are various factors implicated as playing a role in chs, such as cerebral autoregulation, hypertension, ischemia reperfusion injury, intraoperative ischemia, oxygen derived free radicals and baroreceptor dysfunction. Transient cerebral hyperemia can lead to severe unilateral headache, face and eye pain, confusion, seizures, focal neurologic deficits, and intracerebral hemorrhages. Typically, intracerebral hemorrhage develops on the third to fifth postoperative day, though there have been cases observed immediately after surgery, as well as cases developed 3 weeks after revascularization. Anticoagulation is a known risk factor for brain hemorrhage in patients with pre-existing disease. Evidence from observational studies, in lack of randomized trials, suggests that a number of factors-all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of in ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. Cerebral hyperperfusion syndrome (chs) is a known potential adverse event associated with implanting carotid stents. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event.